Manufacturer narrative:
Per the facility "the needles are getting stuck; they stop delivering meds towards the end of the injection and prevent the provider from giving the whole injection without having to restick the patient". No additional information is available at this time. A sample was returned for evaluation and the reported issue was not confirmed, and unable to be replicated. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Full dose of medication not being administered.